Event description:
Customer reported that this colleague infusion pump failed the accuracy testing during biomed testing. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding patient demographics, medication involved or the set up of the infusion device. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event. No additional information is available.